Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 393 mg/dl and the customer went to the emergency rom (ER). The doctor did not treat the customer as it was not thought that treatment was necessary; however, the customer was released from the ER after 3 hours. The customer left the ER with a bg of 350 mg/dl and in stable condition.